Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery (B)(4) was not returned for evaluation. Log files pertaining to (B)(4) revealed that the battery obtained an abnormal high cycle count of over 3000. This is observation is indicative of a communication between the controller and the battery. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a communication error between the controller and the battery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) battery experienced a high cycle count of over four thousand. The battery was exchanged. No patient complications have been reported as a result of this event.